Manufacturer narrative:
The distributor has returned the complaint samples to surgical innovations. The samples were inspected by the quality department, there are 3 cartons of yelloport 10.5/5.5 s/use flip-top containing 50 units each. The label applied to each of the 3 cartons (secondary packaging) was inspected, the label displays non-sterile. Each individual units (150 units) were inspected and all units display the wording sterile. The device history record for lot number 75498 was reviewed by the quality department, 1505 units were manufactured in june 2014 and 1500 units were released by the qc department. The labelling process is carried out by the packaging department who print a first off label which is inspected by the qc department. A first off secondary packaging label for lot number 75498 is recorded in the works order, the label is incorrect and displays non-sterile. The first off label for the primary packaging is correct in the works order. During the time the batch in question was manufactured, the printing of labels was controlled via a software, bartender. The software requires manual input of the variable data (product code, sterile or non-sterile, manufacture date, expiry date and quantity) in order to print the required label. During operation of the software, the user is prompted to input the product code and select the type of label required (primary or secondary). Once the type of label is selected, the software prompts the user to select sterile or non-sterile followed by input of the manufacture and expiry date. The final step requires the operator to input the quantity of labels required. Once the data is input into the software a first off label is printed which is reviewed by the qc department prior to use. The first off label secondary packaging label is recorded in the works order is incorrect and the label was approved for use by a member of personnel within the qc department. The training record for the operator in question, from qc, who approved the secondary labelling was reviewed and there is a signature present to confirm the operator was trained in the labelling process. This person could not be interviewed as part of this investigation as she is currently on maternity leave. Procedure sp004, issue 4 (in place at the time of manufacture of these kits) which covered the labelling process, was reviewed for labelling controls and checks and the requirements for checking in this case, were unclear. The procedure referred to the route card for label checks and the route card, rc60, issue 3, stated in section 7.0: "label and pack inner box. Check inner box label against details on the works order for accuracy." This instruction is vague and open to interpretation. There is also the question as to why the operator who printed the label in the packaging department selected non-sterile for a sterile device. The operator involved in printing the first off label for the batch number in question is no longer employed by the organisation, therefore the operator could not be interviewed. Therefore, based on the information reviewed above, the most likely root cause was the lack of labelling instructions at the time of manufacture. The procedure and route card did not clearly define what is required to check the secondary packaging (inner box) labels. Improvements have been made to labelling controls per sp004 manufacturing process issue 12 which now refers to sop.mfg.001 issue 01. This is a standalone procedure for labelling. All current operators have been trained to the current procedures, sp004, issue 12 (introduced on 24 august 2017) and sop.mfg.001, issue 1 (introduced on 20 july 2017). On review of sop.mfg.001 labelling and packaging, issue 1, it is recognised that further improvement could be made to highlight and make clear that all variable data entered on labels is to be checked. The product in question is a sterile device and each batch manufactured is sent for sterilisation prior to release, the certificate for irradiation for lot number 75498 is present in the works order to confirm the batch was sterilised. The distributor has confirmed that all stock onsite of lot number 75498 has been inspected and that no further stock is affected. To determine if there are any further batches affected, all lot numbers of product code 575019s onsite were quarantined and the secondary packaging labels were inspected to confirm the labels display sterile. Product code 58004s is labelled with the same base label as product code 575019s, to contain the issue, all secondary packaging of product code 58004s were quarantined and samples were inspected from each batch to confirm the labels display sterile. All labels applied to the cartons (secondary packaging) for the above lot numbers were found to be labelled with correct status (sterile). There are no units of lot number 75498 remaining on site, 1450 units were sold to distributors. Further investigation led to the review of all distributors who have purchased lot number 75498. The customer service department have provided a list of distributors and the following quantities were sold of lot number 75498: 5 units from lot number 75498 were used for inspection purposes and retained samples, 45 samples were destroyed. All distributors sold lot number 75498 have been contacted to confirm receipt of the lot number and confirm stock levels there are no other complaints and there are no non-conformances recorded against lot number 75498. There are several complaints of a similar nature recorded on the system for labelling errors. There is no risk to the quality of the product or patient safety due to the error on the labelling, lot number 75498 was sterilised and evidence of this is recorded in the works order. A field safety notice will be raised and distributed to all affected end users via the distributors as an advisory. Following investigation of the error in labelling with lot number 75498, each primary packaging is labelled correctly with the sterile status, however the secondary packaging was labelled incorrectly (non-sterile). Lot number 75498 was sterilised prior to release and there is confidence that all units manufactured under lot number 75498 are sterile. Evidence to support this can be found in the works order; a valid certificate of irradiation is present to confirm the lot number 75498 was sterilised. A steri-dot indicator (changes from orange to red in colour) is applied to both the primary and secondary packaging during the packaging process. The complaint samples (150 units) returned by the distributor were inspected; a steri-dot (red in colour) is present on each primary and secondary packaging to confirm the devices were sterilised. It can be concluded that the risk to the quality of the product and to the patient is very low. The issue would not lead to any health problem or injury to the patient as the primary packaging displays the correct sterile status. Therefore in such a case, no recall of the product or reporting of the product to national competent authorities, (other than those in which this product lot number has been sold), is required. There is confidence that all units manufactured under lot number 75498 are sterile based on the investigation carried out and evidence available. Following investigation of complaint number (B)(4), several possible root causes were identified that had contributed to the error in the labelling of lot number 75498. The following root causes/possible root causes were identified: 1) the labelling procedure is not clearly defined of what is required to approve a first off label. 2) lack of awareness of importance of labels and label checks.

Event description:
A distributor reported a complaint to surgical innovations. The complaint details state, several labels (secondary packaging label) on some cartons display the incorrect sterile status (non-sterile). The device sold to the distributor is a sterile device.